Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. The bolus history and black box verify a 10.30 unit bolus on (B)(6) 2011 at 8:09pm and a 3.45 unit bolus on (B)(6) 2011 at 9:04am. A 24 hour duration test was performed; no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no hypersensitive or defective button contacts were found.

Event description:
The patient and a family member reported that the pump delivered two boluses that were not programmed by the patient. A review of the pump history shows a 10.5 unit bolus on (B)(6) 2011 and a 3.4 unit bolus on (B)(6) 2011. The patient denied programming these two boluses, and stated that he has not used the meter remote in three months. The patient denied any serious injury as a result; he stated that his blood glucose (bg) was 230 mg/dl the morning of (B)(6) 2011. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. The patient stated that he wears the pump in his pocket, and denied accidentally touching any of the keypad buttons. The patient reported that the pump was not locked at the time of the reported incidents and denied any damage to the keypad. Customer support advised the patient to lock the pump while carrying it in his pocket. This complaint is being reported due to the allegation that the pump delivered boluses that were not programmed by the patient.